Event description:
During shoulder arthroscopy vapr 90 degree hook electrode was used. When it was pulled out of incision it was noted that tip was broken off. Tip was not retained in pt but later found in gray cannula.